Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin exit the end of the infusion set tubing while filling the tubing with 29 units of insulin. The customer's blood glucose level was 149 mg/dl. Customer replaced the infusion set tubing and was still unable to see insulin exit the tubing. Reportedly, customer then changed the cartridge and infusion set tubing and was able to resume insulin delivery.